Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: 14january2001. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the investigation of the complaint article has shown that the threaded tip is broken off. Further investigation has shown that on the head heavy hammer blows with material blow out. It is likely that the breakage may have occurred because there was insufficient connection with the inserter. If the connection is not tight, the forces while hammering may cause the breakage of the threaded tip. We are not aware of exactly circumstances during the surgery; however it is likely that a mechanical overloading situation must have led to the breakage and also considering of the age of this instrument a multiple use has played for this occurrence (stress fracture). No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the threaded tip of a driving cap broke during a surgical procedure on (B)(6) 2015. A delay of five (5) minutes was noted. No patient harm or further intervention reported. This report is 1 of 1 for (B)(4).